Manufacturer narrative:
No pt info available as no pt was present in this concern. Per RMA, a replacement axiem cable resolved issue. Returned cable evaluation showed the lemo connectors at both ends of the cable are damaged in an out of round condition. Three of the four wires are broken inside one of the connector shells.

Event description:
Site reported that the system was locking up and saw a disk read error when booting. This event did not occur during surgery and no pt was present.